Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastroplasty, while on stomach, the stapler fired but the jaws of 4 reloads were locked on tissue. The doctor needed to force the device to loosen the tissue. There was no patient injury.